Event description:
Further information was received that a generator change-out was performed and this device was successfully explanted no additional adverse patient effects were reported.

Event description:
Boston scientific received information that this device was beeping so the patient was brought into the clinic and found elective replacement indicator (eri) was declared. The patient has been regularly followed and last interrogation was six months ago with a monitoring voltage of 2.93 volts and a charge time of 11.6 seconds. Currently the monitoring voltage is 2.68 but the charge time is not available. Boston scientific technical services (ts) discussed that given that monitoring voltage eri must have been declared by long charge time. No adverse patient effects were reported. The patient will be followed in clinic in two weeks to discuss their options.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. The observation related to the device reaching eri sooner than anticipated was confirmed; the observations related to the tones was not able to be confirmed, but likely tones were caused when the device declared eri.